Event description:
Customer reported touchscreen does not work and intermittent issues with other monitor. No injury reported.

Manufacturer narrative:
Service representative inspected unit and completed repairs including reseating of connectors. Systems working as designed.